Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was dead. The reporter stated the patient needed an MRI of their foot, but the patient¿s ins was off and not working. The reporter further stated the ins did not work correctly. It was noted the patient already had a replacement date scheduled. Additional information was requested, but was not available as of the date of this report.